Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed an itchy irritation underneath the device. Blisters were reported, no indication that they were open or weeping. Patient stated that the skin turned black and blue in the areas that itch. Patient has a topical metal allergy. The patient's nurse recommended using (B)(4) on the affected area. Patient was also advised to use hydrocortisone cream as well as aloe. During a follow-up, it was reported that the patient's irritation improved with the use of cream.